Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and ups batteries were evaluated and replaced. The system nodes were reflashed. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.